Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty observation as helix mechanism test failed due to bunched polytetrafluoroethylene (ptfe) and deformed conductor coils. Moreover, difficult to position was not confirmed as visual inspection found no evidence to support lead placement difficulty. Furthermore, it was concluded a cause traced to device design based on the observation of wrinkled or bunched insulation and offset of rs coils that likely resulted from friction forced when the lead was passed through a constricted space. Hence, this was deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in position due to severe tricuspid regurgitation. The rv lead was surgically repositioned twice before sutured down. While accessing the coronary sinus, the rv lead was dislodged and confirmed via x ray then repositioned. Furthermore, the helix would not extend post repositioned. Subsequently, the lead was removed and replaced. The lead will be returned for evaluation. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty observation as helix mechanism test failed due to bunched polytetrafluoroethylene (ptfe) and deformed conductor coils. Moreover, difficult to position was not confirmed as visual inspection found no evidence to support lead placement difficulty. Furthermore, it was concluded a cause traced to device design based on the observation of wrinkled or bunched insulation and offset of rs coils that likely resulted from friction forced when the lead was passed through a constricted space. Hence, this was deemed a design issue.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in position due to severe tricuspid regurgitation. The rv lead was surgically repositioned twice before sutured down. While accessing the coronary sinus, the rv lead was dislodged and confirmed via x ray then repositioned. Furthermore, the helix would not extend post repositioned. Subsequently, the lead was removed and replaced. The lead will be returned for evaluation. No adverse patient effects were reported.